Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error after every battery replacement. No further details were given. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed a21 error after battery change due to voltage leaks on the cooper cap on the interface board. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.